Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. Patient said that since their last adjustment is getting alone fine however not as well as before. The reason for call was to report that yesterday morning when they woke up said could hardly walk and had to get upabout every hour last night, said it is bad enough and uses a pad most of the time. When asked, patient said hasn't had any falls or trauma since received the implant however said has had sex. Patient also said that has had some family problems, and wondered if the stress could affect her. Patient said doesn't know if implant is on or off or it has been turned down. Patient asked for assistance in connecting to implant. Reviewed therapy information and general programming guidance. With instruction, patient connected to implant and turned stimulation off. Patient to monitor and track symptoms for a period of time to determine if walking improves and if discomfort in groin subsides. With stimulation turned off. Patient said isn't home, will be traveling tomorrow to return home. The patient also mentioned th at prior to implant patient had ms and said that stimulation was affecting a nerve and it was a lot of changing pads and staggered and was painful to walk. Reviewed airport security compatibility. On 2025-07-24 additional information was received from the patient. They called back and repeated information from event summary regarding ins giving them hip and leg issues which resulted in such a pain in their hip that they could only take baby steps and were almost shuffling their feet to take a step. Patient said after their first adjustment to therapy settings it felt like someone poked them in the butt near the ins, then that sensation went away but they continued to have issues with walking. The patient thought perhaps something came loose. The patient repeated that they turned the therapy off and the next day they could tell they started to walk normally. However, the patient has been changing pads a lot and they "flood" all of the sudden, so they wanted to try using the therapy again because it had helped them with symptoms before they turned the therapy off. The patient asked for instructions for turning therapy on. Agent reviewed requested information. Patient was able to turn therapy back on during the call and increased amplitude to a comfortable level. Patient will maintain therapy settings and continue to monitor symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that the statement that "something came loose" was a sensation. After that, they believed the device may have been activated (illegible) to such a sensation since then. They reported that steps taken to resolve the issue were that they talked to a technician and they found that after a week or few days that there was too much stimulation . When it was modified from a 4 to a one the reaction to the cramping and pain in their hips and legs, one was good so far. They reported that the present setting was comfortable. They reported that the issue had been resolved and that the communication recently was because they were in the hospital because of another issue. They did not communicate this (6/2) until now.